Manufacturer narrative:
The suspect vertek arm was returned to the manufacturer for evaluation. Functional testing found that the arm would not tighten fully and that it would slip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the screws on the vertek arm were worn. The vertek arm was reported to not be able to fully tighten. There was no patient present when this issue was identified. No additional information was provided.